Event description:
It was reported that bruising around the pocket was observed. The lead was capped and replaced due to a suspected lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.